Event description:
Per the clinic, open circuits were noted on 4 electrodes. There are plans to explant the device however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery.